Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, the device "toremat" the top when inserting, there was no material loss. Another device was used to complete the case. There was no adverse consequence to the patient.